Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the emergency room because of an infection. The physician was able to visualize the ipg through the dehisced ipg wound site. The patient had undergone a si joint fusion in (B)(6) and had developed an infection due to the fusion and the infection spread to the ipg site. The patient underwent surgical intervention on (B)(6) 2015 where the ipg was explanted. In addition, the wbc was normal.